Event description:
The customer reported that the device was providing regrasp alarms. Another device was used to complete the procedure. There was no injury to the pt. The device was returned to the MFR and visual inspection noted that the clear insulation was missing from the device. The customer had reported that nothing fell into the pt cavity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.